Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# b0826144k, serial# unknown, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was further provided that the patient presented some symptoms of increased spasticity. It was suggested to the physician to perform tests for this case such as the infusion of contrast and ¿rx¿ control of the pump roller. However, the physician decided under his own criteria to verify surgically the connection and permeability of the catheter. When the catheter permeability was tested the catheter was completely operative during the surgery. During this surgery procedure is when the pump fell to the floor affecting sterility to which a new pump was implanted. After the replacement, the patient was in the hospital for ¿some days¿ and information regarding the treatment and number of days was not available. It was reported that ¿he was discarded without the symptoms described.¿ the physician ¿supposed¿ that the increase in spasticity was due to other factors. However, the fact that it had occurred just after the replacement of the pump pushed the physician to attribute the symptoms to a device problem. Additional information was requested to clarify the patient¿s hospital stay post catheter surgery, symptoms, and outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Manufacturer narrative:
Thg baclofen concentration was 500 g/ml with a dose of 99.93 g/day; simple continuous. Analysis revealed no pump anomalies were noted as the device met specification. Conclusion code no longer applies to this event.

Event description:
Information was received from a company representative who indicated that there were no surgical problems and that the patient was discharged a few hours after surgery. The exact dates and symptoms the patient experienced after the surgery were unavailable, but according to the neurosurgeon's comments, the baclofen dose was being increased with a positive response. The patient's outcome was receiving therapy and the patient's spasticity symptoms were controlled. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that during the revision of the catheter permeability, the pump, which had been implanted one month before, fell to the floor noosing the sterility. There was no patient harm or injury. This resulted in replacement. The patient was discharged from the hospital a few hours after the replacement. This device system delivered baclofen. Additional information was requested to clarify catheter details, medication details, troubleshooting, and resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).